Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. Customer stated she has changed the battery multiple times for a brand new one. Customer stated that each time she has received the alarm she cleared it but it reoccurs. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for pump error 25. The detailed trace analysis confirmed the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to the non-sleep anomaly software error. The pump was received with normal operating currents. No unexpected failed battery test alarms were noted. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.